Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable 25-hydroxyvitamin d results for an unknown number of patients when samples taken at the same time were tested on different cobas e602 analyzers. Of the data provided for nine patient samples, only the results for seven were discrepant. Patient 1: results were 149 nmol/l and 75 nmol/l. Patient 2: on (B)(6) 2016, results were >175 nmol/l and 50 nmol/l. Patient 3: on (B)(6) 2016, results were 98 nmol/l and 159 nmol/l. Patient 4: on (B)(6) 2016, results were 124 nmol/l and 82 nmol/l. Patient 5: on (B)(6) 2016, results were >175 nmol/l and 87 nmol/l. Patient 6: on (B)(6) 2016, results were 33 nmol/l and 69 nmol/l. Patient 7: on (B)(6) 2016, results were >175 nmol/l and 99 nmol/l. Results were reported outside the laboratory and the doctors were complaining about the variation of the results. It was unknown which result was correct. No patients were adversely affected.

Manufacturer narrative:
The field service representative checked one of the involved modules, performed preventive maintenance, and ran performance testing. Everything was within specifications.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Review of the analyzer alarm traces showed sample pipetting alarms on all three involved analyzers. A common cause of these alarms across analyzers would be an issue with the sample quality. It was recommended that the customer follow the official recommendations of the sample tube manufacturer for the pre-analytic handling of the samples.